Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The probe was contacting metal objects or surgical instruments during the output activation in seal & cut mode. 2. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3. Because the probe was subjected to the load of sealing and cutting and gripping the tissue, cracks were generated starting from scratches on the probe. 4. After that, a force was applied to the probe during device handling. As a result, the probe broke. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the probe was found to be broken 8mm from the tip. There were also scratches around the broken part of the probe, and the coating of the probe around the scratches were partially peeled off. Observation of the fractured surface of the probe revealed that the fracture progressed starting from the scratch on the probe, and there were no scratches or contact marks on the non-insulated part of the grip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the thunderbeat 5 mm, 35 cm, front-actuated grip type s, the probe broke and fell off. The issue occurred during the therapeutic procedure (laparoscopic), and the procedure was completed with a similar device. The detached pieces were successfully collected and there was no patient harm associated with the event.